Event description:
MFR periodically compares device tracking info to the social security death index for the purpose of updating device tracking data. MFR became aware of pt death druing this process and evaluated available info against current procedures. The event did not meet MDR reporting criteria per MFR's current procedures. In an effort to obtain additional info regarding pt deaths for summary reporting request, certificate of death was requested, received and reviewed by MFR. Death cerificate indicates that pt died in hosp e.r. Immediate cause of death is listed as right temporal lobe seizure disorder with other significant conditions listed as hypertension and hyperlipidemia. No autopsy was performed. There is no evidence that the ncp system caused or contirubted to the reported event; however, based on the reported cause of death, although it is not believed that is is likely that the vns therapy caused or contributed to the pt's death, it cannot be definitively ruled out as a factor.